Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had fluid in the reservoir when customer changed her set. Customer's blood glucose was 161 mg/dl and took injection. Customer stated that had blood glucose of 200-300's mg/dl and 400 plus mg/dl last week. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Customer declined to do troubleshooting for high blood glucose. Customer mentioned she had irritation at site from allergy to cannula which she previously reported. Customer treats manually whenever she has high blood glucose. No further information provided.